Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and the reported patient effect of death is due to procedural circumstance/ operational context. Death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death it was reported through a research article that 96 patients underwent a mitraclip procedure. A follow up appointment was performed 30 days after the clip was implanted. At the 30 day follow up it was mentioned the implanted clip may have cause or contributed to death. Additional information is listed in the attached article, titled ¿for failed mitraclip, next procedure might depend on mr etiology. A retrospective series offers hints on operator choices and patient outcomes, plus reassurances on repeat clip procedures.¿ no additional information was provided.